Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues noted during prep. During the procedure, while deploying the device, the valve kept diving into the lvot. While trying to resheath the device, there was a gap that couldn't be closed. The system was removed from the patient and it was noted that the bottom of the valve capsule was buckled. A new system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues noted during prep. During the procedure, while deploying the device, the valve kept diving into the lvot. While trying to resheath the device, there was a gap that couldn't be closed. The system was removed from the patient and it was noted that the bottom of the valve capsule was buckled. A new system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of retraction problem and valve capsule damage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, the cause of the reported valve capsule damage appears to be a cascading effect of the retraction problem. However, a cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.